Event description:
It was reported that the right atrial (ra) lead was exhibiting low impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 402452 lead implanted 1998-(B)(6). (B)(4).